Event description:
Patient had a rt tha in 2005 and a right hip revision on (B)(6) 2015 for a subluxing ceramic-on-ceramic previous total hip. Post-operatively patient had an acute pelvic discontinuity with failure of her acetabular component requiring orif right posterior column and revision of acetabular component.